Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when changing the rubber stopper to the patient tube, the mean airway pressure and amplitude decreased a lot. The customer needed to increase the power knob to a setting of 9-10 to achieve the requested values again. The customer experienced the same issue with another ventilator and concluded that the patient's condition (pneumonia) was the cause of the ventilator's strange behavior. There was no patient harm/injury associated with this issue.